Event description:
Customer reported receiving erratic readings on her freestyle freedom blood glucose monitor within 10 minutes. Results of 127 mg/dl, 45 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The device has been requested back for investigation. If the device is returned, a follow-up report will be sent with the results of the investigation. It should be noted: this meter does not give a numeric value for readings less than 20 mg/dl.